Manufacturer narrative:
No unexpected button error alarms noted. The illumination, light button, functioned properly. All buttons on the insulin pump functioned properly, no keypad anomalies noted during visual inspection. The device had minor scratches on lcd window, cracked reservoir tube lip, and scratches on reservoir tube window.

Event description:
Customer reported the insulin pump alarmed button error. Customer stated she was eating and couldn't get the light to work before trying to bolus and it alarmed. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.